Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that the right atrial lead exhibited an insulation anomaly. On (B)(6) 2024, the lead was capped and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).